Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had a fluid invasion with no leakage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps could not be inserted due to damage on the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the electrical connector had corrosion and the forceps elevator had corrosion. The device evaluation found that the forceps could not be inserted due to damage on the channel tube. Additional findings include the following: the air / water cylinder had no color, the suction cylinder had no color, the fixing force of the guide wire did not meet the standard value due to damage on the forceps elevator wire, the connecting tube had a wrinkle, and the universal cord coating was peeling. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported blockage in the forceps channel issue could not be determined, however, the issue was likely the result of an observed deformation of the forceps channel due physical stress during user handling/mishandling, however, the cause of the deformation could not be determined as no additional event and or reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use which state: -inspection of the instrument channel . -do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. -do not press the insertion tube against the sheath grip forcefully. The insertion tube may become damaged. Olympus will continue to monitor field performance for this device.